Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity and other spasticity. On (B)(6) 2019 the hcp reported that they could not locate the pump refill port/septum. A template and the appropriate refill kit were being used. No patient symptoms were reported. No further complications have been reported as a result of this event.